Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The strike plate broke off in the nail holding arm while being struck with the slotted mallet. Another identical device was immediately available for use and case completed as originally planned.